Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia; the malfunction was observed and the analog board and sync cable were replaced to remedy the problem. The device was recertified and returned to the customer. The analog board was returned to zoll medical us; the reported malfunction was not replicated or confirmed. The analog board was scrapped.